Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG disabled" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of ECG disabled was duplicated and attributed to a faulty analog board. The analog board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. The customer's report of a pacer fault 115 was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report. Therefore, our investigation for this reported malfunction was unsubstantiated. Analysis for reports of this type has not identified an increase in trend.